Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The patient previously had an aorto-bi-femoral graft from another manufacturer implanted on an unknown date. It was reported that one talent captivia stent graft was implanted without issues. A spinal drain was not placed. Approximately one week post-implant, it was noted that the patient was found to be paraplegic during recovery. The patient remains paraplegic.

Manufacturer narrative:
(B)(4). Evaluation: results: (paralysis). Results and conclusions: (a spinal drain was not placed).